Event description:
It was reported that during the implant procedure the lead had high impedances and was suspected of possible lead fracture. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).